Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(4) 2011, explanted: unk.

Event description:
The patient experienced a lumbar site infection. The device system was explanted due to the "occult" infection (date of explant not reported). The hcp was considering options for preventing baclofen withdrawal since the pump was no longer implanted. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pump and catheter were explanted in (B)(6) 2011 due to infection.